Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: (process evaluation) device work order search. Results - (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that the plunger did not push the lens. Conclusion - (no conclusion can be drawn) based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai preloaded injector in (B)(6) 2015. Prior to implantation, the plunger did not push the lens and the lens became stuck in the injector. Lens was not implanted and there were no adverse events reported.